Event description:
It was reported the patient experienced increased spasticity and itching, cause not reported. It was also noted that on (B)(6) 2012 30 mcg bolus given through the pump, which resulted in tone decreased, itching still present. On (B)(6) 2012 dose increase occurred, no patient results noted. On (B)(6) 2012 an oral baclofen trial resolved itching and agitation. A catheter revision occurred on (B)(6) 2012 for an "unknown" catheter issue. Catheter was to be returned. The device system was used to infuse baclofen. The patient status at the time of this report was noted as alive, no injury/no adverse advent. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed coring, tears, or cuts in the seal of the suturelss connector. During pressure testing, a leak was seen from the sutureless connector. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.

Event description:
Additional information: it was reported that the patient recovered without sequela.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. (B)(4).